Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed unexpected restart error alarm test. No unexpected restart alarm. Unit had minor scratched lcd window, cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 332 mg/dl. Customer stated blood glucose levels was 332 mg/dl. The customer had treated high blood glucose with manual injections. The customer stated that pump turned off in the middle of the night and received an unexpected restart after putting new battery then they reset everything and now on the screen pump saying the reservoir is empty but its full. The customer declined troubleshooting for high readings. Customer was assisted with troubleshooting for unexpected restart. Customer stated that unexpected restart had recurred during normal pump use. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.